Event description:
Customer reported she was hospitalized. Customer was feeling sick and blood glucose was not coming down. Blood glucose value at the time of admission was 600 mg/dl; treated with manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing had some air bubbles but no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. The cannula was not bent or occluded. Current blood glucose is 403 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.